Event description:
Healthcare professional reported left side exchange due to patient's concern with the product against a non-allergan device. Device was explanted. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).